Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to cross the lesion. However, during recanalization phase, the tip of the guidewire broke off without being subjected to excessive force. The broken tip was then removed completely from the patient with a noose and the procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal end broken, as part of overall visual revision. The device has the wire kinked in the middle of the device and it has the polymer detached from the distal end (the distal tip was not returned). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to cross the lesion. However, during recanalization phase, the tip of the guidewire broke off without being subjected to excessive force. The broken tip was then removed completely from the patient with a noose and the procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.